Event description:
I had inguinal hernia surgery and have been in moderate to severe pain ever since. I informed the surgeon, and he said it would take some time to heal. I figured a year and a half was plenty of time, so I went to another surgeon, since I could not get anything from the first surgeon other than the repair was successful, and I would have to put up with the pain. The surgeon sent me to a pain management specialist, but with no success. I had a second surgery, 21 months later, which has not relieved the pain at all. A third surgeon has told me that I will probably have to put up with the pain, since he couldn't help me. The first repair was done with a bard kugel patch, model # 0010101. This model was not on the recall list, but I noticed it also had the memory ring, that caused the problems on the recalled models. This has affected my life in a very negative way. I don't sleep well, my attitude isn't too good, and it has affected several relationships, both personal and professional.